Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. The mother felt that the insulin pump was the cause of the hospitalization and also stated that the customer was hospitalized two years prior. The customer was not present during the phone call to perform troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.